Event description:
A healthcare professional alleged that the customer performed a control test using his contour ts system and received a result of 180 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The caller returned the customer's test strips for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read an average of 3 mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent and the customer's control test solution.